Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Advised customer to replace reservoir and set. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during prime test and excessive no delivery alarm test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.